Manufacturer narrative:
(B)(4). Results of investigation: (B)(4) was able to verify the customer's reported issue of the ventilator being damaged. Internal inspection revealed components jp7 and jp10 of the main flex were burnt. The service technician was not able to duplicate the customer¿s reported issue of the unit not powering on. The ventilator was connected to a known good power supply and the ventilator powered on properly. The ventilator also passed the initial alarm volume test. (B)(4) replaced the main flex to address the reported issue. This complaint was included in a two-year retrospective complaint review to assess MDR reportability compliance. This complaint was deemed to meet the requirements for MDR submission and is therefore being submitted to the FDA.

Event description:
It was reported to (B)(4) that the respiratory therapist plugged the ventilator to the ac adapter and saw smoke. The ventilator is physically damaged and the unit does not power on. It is unknown at this time whether there was any patient involvement associated with this complaint, however, the customer reported that there was no patient harm.